Event description:
It was reported that the delrin ball is missing on the latching mechanism of system 6 aseptic housing assembly which could cause housing to open up during inspection at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
The reported event, delrin ball is missing, was confirmed. The technician observed that the delrin ball was missing from the housing and the guide rails were broken due to a chemical attack. A chemical attack can occur as a result of improper sterilization practices, including improper rinsing, or use of improper concentration of a basic disinfectant. The device is placed in parts retention.

Event description:
It was reported that the delrin ball is missing on the latching mechanism of system 6 aseptic housing assembly which could cause housing to open up during inspection at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.